Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset) was confirmed. Upon evaluation, the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. There was no death or adverse event associated with the monitor malfunction

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was resetting.